Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated a mother reported that her daughter had a tampon stuck inside which caused her a lot of pain. It took two hours to remove and she had some tearing and scratches on her vaginal area. She used tweezers and some oil to pull a part of the tampon out.